Event description:
We have had multiple malfunction events; 14 between 12/04/06 and 01/17/07. Machine either doesn't show image or won't let tech enter date/time. After rebooting x 1-2, equipment works without further incidents for that particular test.